Event description:
On (B)(6) 2009, the patient reported the piston rod of her insulin infusion device will not meet the bottom of her insulin cartridge. She stated she fills her cartridge to 200 units, but she had to move the piston rod to 164 units before the piston rod plate would meet the bottom of her cartridge. She said on her last cartridge change she may have "messed something up and made the piston rod retract past 315 units", although the display did not show any numbers higher than 315. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.